Manufacturer narrative:
The guidewire was returned for evaluation and it was found to be broken with the broken distal segment missing. Cross sectional analysis of the break point indicated that the failure mode was likely due to ductile overload. (B)(4).

Event description:
During the procedure, it was reported that the physician twisted the x-pedion guidewire several times causing it to fold upon itself and breaking the tip. The physician was able to remove the broken segment from the patient by bringing the catheter over the tip. No injury was reported with the patient as a result of the procedure.